Manufacturer narrative:
For the investigation the provided information was analysed. The logfile shows that on the reported date of event the device successfully passed the system test. The case in question was started using man/spont respectively pressure control. At the early beginning a leakage in the patient circuit was leading to several apnea, minute volume low and fresh gas low or leakage alarms, however ventilation stabilized and remained stable and unremarkable in the following. After about 90 minutes of operation the user switched to man/spont and activated the cardiac bypass mode (cbm). As described in the instructions for use (IFU), the cbm allows patient monitoring without unnecessary alarms during extracorporeal oxygenation of the patient by a heart-lung machine. Co2 apnea and pressure apnea alarms are inactive, the integrated pressure-, flow- and patient gas monitoring ensures that deviations from set/expected parameters are obvious for the user. According to the IFU the cbm remains active when ventilation modes are changed. Changing to the standby mode deactivates the cbm. Deactivating the cbm then activates the apnea alarms again. Again after about 90 minutes the user started switching back and forth between pressure control and man/spont, but was still in cbm mode. While in man/spont, the patient obviously was neither manually ventilated nor breathing spontaneously, so that no (et)co2 was detected. Because cbm was still active no apnea (no co2) alarms were given. Whenever automatic ventilation was active, ventilation was stable and the co2 measurements were unremarkable. After more than six hours the unit was placed in standby. The evaluation of the electronic device logfile has given no indications for a malfunction of the device. It was not possible to retrace the reported symptom of the device turning off. Whenever no co2 values were displayed, the device was in man/spont mode and the patient was - presumably deliberately - not ventilated. Automatic ventilation was stable and unremarkable at any time. Appropriate risk mitigation measures are in place; some of them are under responsibility and control of the user.

Event description:
It was reported initially that the device turned off whilst in use. No patient harm was reported. Initial analysis did not show any technical failures. In the course of communication it was found out, that during a bypass surgery the patient was resuscitated. Despite requested clarification it is still unclear, whether the reanimation was due to the normal procedure of the bypass surgery or not.

Manufacturer narrative:
The investigation was started. The results will be forwarded in a follow up report. H3 other text : on-going.

Event description:
It was reported initially that the device turned off whilst in use. No patient harm was reported. Initial analysis did not show any technical failures. In the course of communication it was found out, that during a bypass surgery the patient was resuscitated. Despite requested clarification it is still unclear, whether the reanimation was due to the normal procedure of the bypass surgery or not.